Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 215 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.